Event description:
The patient reported exposed wires of the power extension cable. The unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Inspection of unit revealed exposed wire to right angle extension cable. The unit did not power on with unit extension cable. The right angle extension cable was replaced and the unit was able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was isolated to physical damage due to an undetermined event.